Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: previously reported g3 should have been 07 jun 2021 rather than 09 jun 2021.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. There were no patient consequences.